Event description:
Yes I would like to file an adverse event report on a medical device called essure manufactured by (B)(4). I had these inserted sometime in (B)(6) 2006 which I had no problems. After about 6 years, I started having health issues starting with vertigo which when I went to the doctors and was told it had to do with sinus issues after that thing progress, I started getting itching and swelling and rashes on different parts of my body. The scariest was to my throat, a number of times, along with having allergies to food that used to be able to eat, to the numbness in my hands that would come and go for short periods of time before I could do anything to my crowns in my mouth just falling out, my hair, thinning out/ falling out, weight gain. I have been on so many steroids that I ended up having acute pancreatitis, headaches. These are just some of the issues. I have been to so many doctors for them to tell me different diagnoses, but still was having the issues until one day as my hand was so swelled that I thought that it would pop and I just prayed for this to just go away. Then for no reason essure popped in my head. I started (B)(6) to see if there was issues with these and that how I found out the (B)(6) page. I have since had them removed along with my fallopian tubes and what a difference it made my hands which I didn't realize were swollen for sometime now. The swelling has gone down, just waiting to see how other issues that have affected my body go away. I have pictures, hospital bills etc if needed, but the reason that I am writing this is that these medical devices really need to be taken off the market. If you have asked me when I first got them, I've not but good things to say but my life for the last two years has been completely awful not knowing the root to the issue would drive you crazy. I am hoping and praying that things return to normal for me but I would not wish this for any other women to go through this. Please take them off the market.